Manufacturer narrative:
Testing was performed on retained kit lot 161121 with the following internal whole blood control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 161121 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 161121 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 6 (B)(6) ab results on fingerstick whole blood samples tested with the alere determine hiv 1/2 ag/ab combo, reported by a customer to an alere representative. (B)(4) 4th generation (B)(6) confirmatory tests were (B)(6). Patient gender, pregnancy status, treatment and patient outcomes were unknown. There is insufficient information to determine if a malfunction occurred. This will be filed as 6 separate MDR reports. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).